Event description:
In 2003, pt underwent gastric bypass procedure. At approximately one month post-op pt underwent endoscopy (reason unk to synovis) in which surgeon observed peri-strips free-floating inside gastric pouch, a migration of the implanted devices. The surgeon felt the strips were creating an obstruction at the gastro-jejunum junction and were extracted during the endoscopy.